Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the infection was unknown. On an unspecified date, the patient went to the hospital and received unspecified intravenous antibiotics and was placed on a drip for the infection. On an unspecified date, the patient was discharged from the hospital, and antibiotic treatment was ongoing. The patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.